Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire was able to be confirmed. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified artery the 2.5 x 23 mm xience xpedition stent delivery system (sds) could not cross the lesion and was noted to be stuck with the guide wire and could not be removed. There was no reported adverse patient effect. The device had to be cut to be removed from the anatomy. No additional information was provided. Returned device analysis revealed the sds shaft was separated in two pieces; the separated portion, including the hub was not returned.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.